Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic") in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's past medical history included pre-eclampsia and autoimmune disorder. Concurrent conditions included allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, pain since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride (zyrtec), ciclosporin (restasis), cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride (benadryl), drospirenone + ethinylestradiol (yaz), fluticasone propionate (flonase) since 2011, ibuprofen, loteprednol etabonate (alrex), pimecrolimus and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, 1 year 5 months after insertion of essure, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problemred eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On 17-feb-2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), influenza immunisation ("flu shot"), acute stress disorder ("acute stress"), acne ("adult acne") and pollakiuria ("urine frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, abdominal distension, vaginal haemorrhage, vaginal infection, dyspareunia, abdominal pain, dysmenorrhoea, uterine pain, rubber sensitivity, urticaria, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, tooth disorder, hypoaesthesia, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis and urinary tract infection outcome was unknown and the rash, back pain, dry eye and ocular hyperaemia had resolved. The reporter considered abdominal distension, abdominal pain, acne, acute stress disorder, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypoaesthesia, influenza immunisation, menorrhagia, micturition urgency, migraine, ocular hyperaemia, pelvic infection, pelvic pain, pollakiuria, rash, rubber sensitivity, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.07 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion 02 feb 2012 :pelvic ultrasound clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst. "Concering the injuries reported in this case, the following one/ones were confirmed in patients medical record: confirming " menorrhagia, pelvic pain " "concering the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic") in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's past medical history included pre-eclampsia and autoimmune disorder. Concurrent conditions included allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, pain since april 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride (zyrtec), ciclosporin (restasis), cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride (benadryl), drospirenone + ethinylestradiol (yaz), fluticasone propionate (flonase) since 2011, ibuprofen, loteprednol etabonate (alrex), pimecrolimus and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, 1 year 5 months after insertion of essure, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problemred eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), influenza immunisation ("flu shot"), acute stress disorder ("acute stress"), acne ("adult acne") and pollakiuria ("urine frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.)essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, abdominal distension, vaginal haemorrhage, vaginal infection, dyspareunia, abdominal pain, dysmenorrhoea, uterine pain, rubber sensitivity, urticaria, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, tooth disorder, hypoaesthesia, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis and urinary tract infection outcome was unknown and the rash, back pain, dry eye and ocular hyperaemia had resolved. The reporter considered abdominal distension, abdominal pain, acne, acute stress disorder, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypoaesthesia, influenza immunisation, menorrhagia, micturition urgency, migraine, ocular hyperaemia, pelvic infection, pelvic pain, pollakiuria, rash, rubber sensitivity, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.07 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2012 :pelvic ultrasound clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst. "Concering the injuries reported in this case, the following one/ones were described in patients medical record: confirming " menorrhagia, pelvic pain " "concering the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Events added: allergic or hypersensitivity reaction, infection(bladder/ urinary tract),. Concomitant diseases and concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic") in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's past medical history included pre-eclampsia. Concurrent conditions included allergy since 2011, flu vaccination since 2011, latex allergy since 2011, pain since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, cyst since (B)(6) 2016 and atypical squamous cells of undetermined significance since (B)(6) 2016. Concomitant products included cetirizine hydrochloride (zyrtec), drospirenone + ethinylestradiol (yaz), ibuprofen and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, 1 year 5 months after insertion of essure, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dry eye ("dry eye") and ocular hyperaemia ("red eye (put on meds)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), influenza immunisation ("flu shot"), acute stress disorder ("acute stress"), acne ("adult acne") and pollakiuria ("urine frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, abdominal distension, vaginal haemorrhage, vaginal infection, dyspareunia, abdominal pain, dysmenorrhoea, uterine pain, rubber sensitivity, urticaria, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, tooth disorder, hypoaesthesia, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder and urinary tract disorder outcome was unknown and the rash, back pain, dry eye and ocular hyperaemia had resolved. The reporter considered abdominal distension, abdominal pain, acne, acute stress disorder, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, influenza immunisation, menorrhagia, micturition urgency, migraine, ocular hyperaemia, pelvic infection, pelvic pain, pollakiuria, rash, rubber sensitivity, tooth disorder, urinary tract disorder, urticaria, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.07 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2012 :pelvic ultrasound clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record: confirming " menorrhagia, pelvic pain." "Concerning the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error." Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and mr received. Events "abnormal bleeding (vaginal) ,abnormal bleeding (menorrhagia), hysterectomy (full), metal, latex allergy, flu shot, vaginal infection , uterine infection, pelvic infection ,depression , anxiety , acute stress, rashes all over body, adult acne, ,migraines , headaches, dental problems, numbness in hands, dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, dry eye , red eye (put on meds), fatigue, weight gain, hair loss, uterine pain, lower back pain,hair loss, urine urgency, urine frequency " from pfs. Event "ablation performed on the same day of essure insertion " concomitant, historical condition added reporter from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didn't try and remove my tubes only because essure has messed up my entire uterus too'), embedded device ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didn't try and remove my tubes only because essure has messed up my entire uterus too'), pelvic infection ('pelvic') and seizure ('my sister and kids said I was shaking like I was having a seizure') in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's medical history included pre-eclampsia and autoimmune disorder. Previously administered products included for contraception: paragard iud; for an unreported indication: orthonovin from 2007 to 2008 and yaz in 2008. Concurrent conditions included cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, pain since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride, ciclosporin (restasis), corticosteroid nos since 2011, cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride, drospirenone + ethinylestradiol (yaz), ibuprofen, loratadine (claritin), pimecrolimus and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, 1 year 5 months after insertion of essure. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), gingival swelling ("my gums were swelling & bleeding occasionally"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problem red eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), acne ("adult acne"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), the first episode of urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), acute stress disorder ("acute stress"), pollakiuria ("urine frequency"), gingival bleeding ("my gums were swelling & bleeding occasionally"), swelling of eyelid ("my eyelids ended up getting puffy , swollen, & brittle"), arthralgia ("sitting in my chairs has caused me more pain around my hips and tailbone etc."), coccydynia ("sitting in my chairs has caused me more pain around my hips and tailbone etc."), dark circles under eyes ("dark circles under eyes"), dyspnoea ("I can breathe again"), chest pain ("no longer have chest pain"), swelling ("body swelling"), malaise ("always getting sick"), acne cystic ("I would say see a good dermatologist if its cystic acne."), pruritus ("its amazing the itching stopped right away"), nausea ("nausea"), emotional disorder ("emotions"), mood swings ("mood swings"), hot flush ("hot flashes"), dry skin ("dry skin"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), groin pain ("I vaguely remember pain in my groin area"), stress ("yet overwhelmed with emotions"), the second episode of urticaria ("hives"), vitamin d deficiency ("I have had the vitamin d deficiency for several years now"), contusion ("I have gotten lots of bruises & bruise easily since essure"), seizure (seriousness criterion medically significant) and pelvic discomfort ("I was feeling pain & pressure") and underwent influenza immunisation ("flu shot") and constipation prophylaxis ("they are giving me a stool softener"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, uterine pain, rash, back pain, hypoaesthesia, dry eye, ocular hyperaemia, swelling of eyelid, dark circles under eyes, dyspnoea, chest pain, pruritus, emotional disorder and mood swings had resolved, the device expulsion, embedded device, pelvic infection, vaginal haemorrhage, vaginal infection, dyspareunia, dysmenorrhoea, rubber sensitivity, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, gingival swelling, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection, coccydynia, swelling, malaise, acne cystic, constipation prophylaxis, nausea, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, the last episode of urticaria, vitamin d deficiency, contusion, seizure and pelvic discomfort outcome was unknown and the gingival bleeding and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, acute stress disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, coccydynia, constipation prophylaxis, contusion, cystitis, dark circles under eyes, depression, device expulsion, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, emotional disorder, fatigue, gingival bleeding, gingival swelling, groin pain, headache, hot flush, hypersensitivity, hypoaesthesia, influenza immunisation, malaise, menorrhagia, micturition urgency, migraine, mood swings, nasopharyngitis, nausea, ocular hyperaemia, pelvic discomfort, pelvic infection, pelvic pain, pollakiuria, pruritus, rash, rubber sensitivity, seizure, sinusitis, stress, swelling, swelling of eyelid, urinary tract disorder, urinary tract infection, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2012: clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst. "Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: confirming " menorrhagia, pelvic pain " "concerning the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" & the following ones were described in social media:gingival swelling, gingival bleeding, swelling of eyelid, arthralgia, coccydynia, dark circles under eyes, dyspnoea, chest pain, swelling, malaise, acne cystic, pruritus, constipation prophylaxis, nausea, emotional disorder, mood swings, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, urticaria, vitamin d deficiency, contusion, seizure, device expulsion, embedded device, pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: fu 11 & 12 proceeded together. Social media received: dental problems replaced with gingival swelling & new events- gingival bleeding, swelling of eyelid, arthralgia, coccydynia, dark circles under eyes, dyspnoea, chest pain, swelling, malaise, acne cystic, pruritus, constipation prophylaxis, nausea, emotional disorder, mood swings, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, urticaria, vitamin d deficiency, contusion, seizure, pelvic discomfort, device expulsion, embedded device were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didn't try and remove my tubes only because essure has messed up my entire uterus too'), device dislocation ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didn't try and remove my tubes only because essure has messed up my entire uterus too'), pelvic infection ('pelvic'), seizure like phenomena ('my sister and kids said I was shaking like I was having a seizure') and multiple episodes of pelvic pain ('pain', 'I was feeling pain & pressure') in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's medical history included pre-eclampsia and autoimmune disorder. Previously administered products included for contraception: paragard iud; for an unreported indication: orthonovum from 2007 to 2008 and yaz in 2008. Concurrent conditions included cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, pain since (B)(6) 2016, vaginal bleeding since (B)(6)2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride, ciclosporin (restasis), corticosteroid nos since 2011, cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride, drospirenone + ethinylestradiol (yaz), ibuprofen, loratadine (claritin), pimecrolimus and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, 1 year 5 months after insertion of essure. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), gingival swelling ("my gums were swelling & bleeding occasionally"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problem red eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On (B)(6) 2012, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), acne ("adult acne"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), the first episode of urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), acute stress disorder ("acute stress"), pollakiuria ("urine frequency"), gingival bleeding ("my gums were swelling & bleeding occasionally"), swelling of eyelid ("my eyelids ended up getting puffy , swollen, & brittle"), arthralgia ("sitting in my chairs has caused me more pain around my hips and tailbone etc."), coccydynia ("sitting in my chairs has caused me more pain around my hips and tailbone etc."), dark circles under eyes ("dark circles under eyes"), dyspnoea ("I can breathe again"), chest pain ("no longer have chest pain"), swelling ("body swelling"), malaise ("always getting sick"), acne cystic ("I would say see a good dermatologist if its cystic acne."), pruritus ("its amazing the itching stopped right away"), nausea ("nausea"), emotional disorder ("emotions"), mood swings ("mood swings"), hot flush ("hot flashes"), dry skin ("dry skin"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), groin pain ("I vaguely remember pain in my groin area"), stress ("yet overwhelmed with emotions"), vitamin d deficiency ("I have had the vitamin d deficiency for several years now"), increased tendency to bruise ("I have gotten lots of bruises & bruise easily since essure"), seizure like phenomena (seriousness criterion medically significant), the second episode of pelvic pain ("I was feeling pain & pressure"), the second episode of urticaria ("hives"), paraesthesia ("tingling in hands") and gastrointestinal disorder ("something strange is going on intestinally") and underwent influenza immunisation ("flu shot") and constipation prophylaxis ("they are giving me a stool softener"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, pelvic infection, vaginal haemorrhage, vaginal infection, dyspareunia, dysmenorrhoea, rubber sensitivity, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, gingival swelling, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection, coccydynia, swelling, malaise, acne cystic, constipation prophylaxis, nausea, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, vitamin d deficiency, increased tendency to bruise, seizure like phenomena, the last episode of pelvic pain, the last episode of urticaria and paraesthesia outcome was unknown, the abdominal distension, abdominal pain, uterine pain, rash, back pain, hypoaesthesia, dry eye, ocular hyperaemia, swelling of eyelid, dark circles under eyes, dyspnoea, chest pain, pruritus, emotional disorder and mood swings had resolved and the gingival bleeding and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, acute stress disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, coccydynia, constipation prophylaxis, cystitis, dark circles under eyes, depression, device dislocation, device expulsion, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, fatigue, gastrointestinal disorder, gingival bleeding, gingival swelling, groin pain, headache, hot flush, hypersensitivity, hypoaesthesia, increased tendency to bruise, influenza immunisation, malaise, menorrhagia, micturition urgency, migraine, mood swings, nasopharyngitis, nausea, ocular hyperaemia, paraesthesia, pelvic infection, pollakiuria, pruritus, rash, rubber sensitivity, seizure like phenomena, sinusitis, stress, swelling, swelling of eyelid, urinary tract disorder, urinary tract infection, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight increased, the first episode of pelvic pain, the first episode of urticaria, the second episode of pelvic pain and the second episode of urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2012: clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst.. "Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: confirming " menorrhagia, pelvic pain " "concerning the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" & the following ones were described in social media:gingival swelling, gingival bleeding, swelling of eyelid, arthralgia, coccydynia, dark circles under eyes, dyspnoea, chest pain, swelling, malaise, acne cystic, pruritus, constipation prophylaxis, nausea, emotional disorder, mood swings, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, urticaria, vitamin d deficiency, contusion, seizure, device expulsion, embedded device, pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didnt try and remove my tubes only because essure has messed up my entire uterus too'), device dislocation ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didnt try and remove my tubes only because essure has messed up my entire uterus too'), pelvic infection ('pelvic'), seizure like phenomena ('my sister and kids said I was shaking like I was having a seizure') and multiple episodes of pelvic pain ('pain', 'I was feeling pain & pressure') in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's medical history included pre-eclampsia and autoimmune disorder. Previously administered products included for contraception: paragard iud; for an unreported indication: orthonovum from 2007 to 2008 and yaz in 2008. Concurrent conditions included cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, pain since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6)2012, allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride, ciclosporin (restasis), corticosteroid nos since 2011, cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride, drospirenone + ethinylestradiol (yaz), ibuprofen, loratadine (claritin), pimecrolimus and salbutamol (albuterol). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, 1 year 5 months after insertion of essure. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), gingival swelling ("my gums were swelling & bleeding occasionally"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problem red eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient experienced uterine infection ("uterine infection"). On (B)(6)2012, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), acne ("adult acne"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6)2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), the first episode of urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), acute stress disorder ("acute stress"), pollakiuria ("urine frequency"), gingival bleeding ("my gums were swelling & bleeding occasionally"), swelling of eyelid ("my eyelids ended up getting puffy , swollen, & brittle"), arthralgia ("sitting in my chairs has caused me more pain around my hios and tailbone etc."), coccydynia ("sitting in my chairs has caused me more pain around my hios and tailbone etc."), dark circles under eyes ("dark circles under eyes"), dyspnoea ("I can breathe again"), chest pain ("no longer have chest pain"), swelling ("body swelling"), malaise ("always getting sick"), acne cystic ("I would say see a good dermatologist if its cystic acne."), pruritus ("its amazing the itching stopped right away"), nausea ("nausea"), emotional disorder ("emotions"), mood swings ("mood swings"), hot flush ("hot flashes"), dry skin ("dry skin"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), groin pain ("I vaguely remember pain in my groin area"), stress ("yet overwhelmed with emotions"), vitamin d deficiency ("I have had the vitamin d deficiency for several years now"), increased tendency to bruise ("I have gotten lots of bruises & bruise easily since essure"), seizure like phenomena (seriousness criterion medically significant), the second episode of pelvic pain ("I was feeling pain & pressure"), the second episode of urticaria ("hives"), paraesthesia ("tingling in hands") and adverse event ("so many medical problems") and underwent influenza immunisation ("flu shot") and constipation prophylaxis ("they are giving me a stool softener"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, device dislocation, pelvic infection, vaginal haemorrhage, vaginal infection, dyspareunia, dysmenorrhoea, rubber sensitivity, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, gingival swelling, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection, coccydynia, swelling, malaise, acne cystic, constipation prophylaxis, nausea, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, vitamin d deficiency, increased tendency to bruise, seizure like phenomena, the last episode of pelvic pain, the last episode of urticaria and paraesthesia outcome was unknown, the abdominal distension, abdominal pain, uterine pain, rash, back pain, hypoaesthesia, dry eye, ocular hyperaemia, swelling of eyelid, dark circles under eyes, dyspnoea, chest pain, pruritus, emotional disorder and mood swings had resolved and the gingival bleeding and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, acute stress disorder, adverse event, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, coccydynia, constipation prophylaxis, cystitis, dark circles under eyes, depression, device dislocation, device expulsion, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, fatigue, gingival bleeding, gingival swelling, groin pain, headache, hot flush, hypersensitivity, hypoaesthesia, increased tendency to bruise, influenza immunisation, malaise, menorrhagia, micturition urgency, migraine, mood swings, nasopharyngitis, nausea, ocular hyperaemia, paraesthesia, pelvic infection, pollakiuria, pruritus, rash, rubber sensitivity, seizure like phenomena, sinusitis, stress, swelling, swelling of eyelid, urinary tract disorder, urinary tract infection, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight increased, the first episode of pelvic pain, the first episode of urticaria, the second episode of pelvic pain and the second episode of urticaria to be related to essure. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2010: total bilateral occlusion; on (B)(6)2012: clinical indication: pelvic pain. Impression: small uterine fibroid; small nabothian cyst. "Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: confirming " menorrhagia, pelvic pain " "concerning the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" & the following ones were described in social media:gingival swelling, gingival bleeding, swelling of eyelid, arthralgia, coccydynia, dark circles under eyes, dyspnoea, chest pain, swelling, malaise, acne cystic, pruritus, constipation prophylaxis, nausea, emotional disorder, mood swings, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, urticaria, vitamin d deficiency, contusion, seizure, device expulsion, embedded device, pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received event " so many medical problems" was added, reporter information was added. On (B)(6)2020: social media received. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didnt try and remove my tubes only because essure has messed up my entire uterus too'), device dislocation ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didnt try and remove my tubes only beacause essure has messed up my entire uterus too'), pelvic infection ('pelvic'), seizure like phenomena ('my sister and kids said I was shaking like I was having a seizure') and multiple episodes of pelvic pain ('pain', 'I was feeling pain & pressure') in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's medical history included pre-eclampsia and autoimmune disorder. Previously administered products included for contraception: paragard iud; for an unreported indication: orthonovum from 2007 to 2008 and yaz in 2008. Concurrent conditions included cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, pain since april 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride, ciclosporin (restasis), corticosteroid nos since 2011, cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride, drospirenone + ethinylestradiol (yaz), ibuprofen, loratadine (claritin), pimecrolimus and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, 1 year 5 months after insertion of essure. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), gingival swelling ("my gums were swelling & bleeding occasionally"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problem red eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On(B)(6) 2012, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), acne ("adult acne"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), the first episode of urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), acute stress disorder ("acute stress"), pollakiuria ("urine frequency"), gingival bleeding ("my gums were swelling & bleeding occasionally"), swelling of eyelid ("my eyelids ended up getting puffy , swollen, & brittle"), arthralgia ("sitting in my chairs has caused me more pain around my hios and tailbone etc."), coccydynia ("sitting in my chairs has caused me more pain around my hios and tailbone etc."), dark circles under eyes ("dark circles under eyes"), dyspnoea ("I can breathe again"), chest pain ("no longer have chest pain"), swelling ("body swelling"), malaise ("always getting sick"), acne cystic ("I would say see a good dermatoligist if its cystic acne."), pruritus ("its amazing the itching stopped right away"), nausea ("nausea"), emotional disorder ("emotions"), mood swings ("mood swings"), hot flush ("hot flashes"), dry skin ("dry skin"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), groin pain ("I vaguely remember pain in my groin area"), stress ("yet overwhelmed with emotions"), vitamin d deficiency ("I have had the vitamin d deficiency for several years now"), increased tendency to bruise ("I have gotten lots of bruises & bruise easily since essure"), seizure like phenomena (seriousness criterion medically significant), the second episode of pelvic pain ("I was feeling pain & pressure"), the second episode of urticaria ("hives"), paraesthesia ("tingling in hands") and gastrointestinal disorder ("something strange is going on intestinally") and underwent influenza immunisation ("flu shot") and constipation prophylaxis ("they are giving me a stool softner"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, pelvic infection, vaginal haemorrhage, vaginal infection, dyspareunia, dysmenorrhoea, rubber sensitivity, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, gingival swelling, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection, coccydynia, swelling, malaise, acne cystic, constipation prophylaxis, nausea, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, vitamin d deficiency, increased tendency to bruise, seizure like phenomena, the last episode of pelvic pain, the last episode of urticaria and paraesthesia outcome was unknown, the abdominal distension, abdominal pain, uterine pain, rash, back pain, hypoaesthesia, dry eye, ocular hyperaemia, swelling of eyelid, dark circles under eyes, dyspnoea, chest pain, pruritus, emotional disorder and mood swings had resolved and the gingival bleeding and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, acute stress disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, coccydynia, constipation prophylaxis, cystitis, dark circles under eyes, depression, device dislocation, device expulsion, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, fatigue, gastrointestinal disorder, gingival bleeding, gingival swelling, groin pain, headache, hot flush, hypersensitivity, hypoaesthesia, increased tendency to bruise, influenza immunisation, malaise, menorrhagia, micturition urgency, migraine, mood swings, nasopharyngitis, nausea, ocular hyperaemia, paraesthesia, pelvic infection, pollakiuria, pruritus, rash, rubber sensitivity, seizure like phenomena, sinusitis, stress, swelling, swelling of eyelid, urinary tract disorder, urinary tract infection, uterine infection, uterine pain, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight increased, the first episode of pelvic pain, the first episode of urticaria, the second episode of pelvic pain and the second episode of urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on(B)(6) 2010: total bilateral occlusion; on(B)(6) 2012: clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst.. "Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: confirming " menorrhagia, pelvic pain " "concerning the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" & the following ones were described in social media:gingival swelling, gingival bleeding, swelling of eyelid, arthralgia, coccydynia, dark circles under eyes, dyspnoea, chest pain, swelling, malaise, acne cystic, pruritus, constipation prophylaxis, nausea, emotional disorder, mood swings, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, urticaria, vitamin d deficiency, contusion, seizure, device expulsion, embedded device, pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: the new event something strange is going on intestinally was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didnt try and remove my tubes only because essure has messed up my entire uterus too'), device dislocation ('my uterus needed to be removed- it was stuck to my abdominal wall so am kind of happy I didnt try and remove my tubes only because essure has messed up my entire uterus too'), pelvic infection ('pelvic'), seizure like phenomena ('my sister and kids said I was shaking like I was having a seizure') and multiple episodes of pelvic pain ('pain', 'I was feeling pain & pressure') in a 32-year-old female patient who had essure (batch no. 689929) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's medical history included pre-eclampsia and autoimmune disorder. Previously administered products included for contraception: paragard iud; for an unreported indication: orthonovum from 2007 to 2008 and yaz in 2008. Concurrent conditions included cyst since (B)(6) 2016, atypical squamous cells of undetermined significance since (B)(6) 2016, pain since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, nabothian cyst since (B)(6) 2012, uterine fibroid since (B)(6) 2012, allergic reaction to antibiotics since 2011, flu vaccination since 2011, latex allergy since 2011, migraine, headache and nickel sensitivity. Concomitant products included cetirizine hydrochloride, ciclosporin (restasis), corticosteroid nos since 2011, cyclobenzaprine, diazepam (valium), diphenhydramine hydrochloride, drospirenone + ethinylestradiol (yaz), ibuprofen, loratadine (claritin), pimecrolimus and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, 1 year 5 months after insertion of essure. In 2011, the patient experienced migraine ("migraines"), headache ("headaches"), gingival swelling ("my gums were swelling & bleeding occasionally"), dry eye ("vision problem /eye problem-dry eye"), ocular hyperaemia ("vision problem /eye problem red eye (put on meds)"), cystitis ("infection(bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection"). On (B)(6) 2012, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("skin rash / rashes all over body"), acne ("adult acne"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced hypoaesthesia ("numbness in hands"). In 2016, the patient experienced micturition urgency ("urine urgency"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("metal / nickel allergy"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), rubber sensitivity ("latex"), the first episode of urticaria ("hives"), anxiety ("anxiety"), depression ("depression"), dizziness ("dizzy"), back pain ("back pain"), fatigue ("fatigue"), acute stress disorder ("acute stress"), pollakiuria ("urine frequency"), gingival bleeding ("my gums were swelling & bleeding occasionally"), swelling of eyelid ("my eyelids ended up getting puffy , swollen, & brittle"), arthralgia ("sitting in my chairs has caused me more pain around my hios and tailbone etc."), coccydynia ("sitting in my chairs has caused me more pain around my hios and tailbone etc."), dark circles under eyes ("dark circles under eyes"), dyspnoea ("I can breathe again"), chest pain ("no longer have chest pain"), swelling ("body swelling"), malaise ("always getting sick"), acne cystic ("I would say see a good dermatologist if its cystic acne."), pruritus ("its amazing the itching stopped right away"), nausea ("nausea"), emotional disorder ("emotions"), mood swings ("mood swings"), hot flush ("hot flashes"), dry skin ("dry skin"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), groin pain ("I vaguely remember pain in my groin area"), stress ("yet overwhelmed with emotions"), vitamin d deficiency ("I have had the vitamin d deficiency for several years now"), increased tendency to bruise ("I have gotten lots of bruises & bruise easily since essure"), seizure like phenomena (seriousness criterion medically significant), the second episode of pelvic pain ("I was feeling pain & pressure"), the second episode of urticaria ("hives") and paraesthesia ("tingling in hands") and underwent influenza immunisation ("flu shot") and constipation prophylaxis ("they are giving me a stool softener"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, pelvic infection, vaginal hemorrhage, vaginal infection, dyspareunia, dysmenorrhoea, rubber sensitivity, anxiety, depression, dizziness, fatigue, influenza immunisation, acute stress disorder, acne, migraine, headache, gingival swelling, weight increased, micturition urgency, alopecia, pollakiuria, bladder disorder, urinary tract disorder, hypersensitivity, cystitis, urinary tract infection, coccydynia, swelling, malaise, acne cystic, constipation prophylaxis, nausea, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, vitamin d deficiency, increased tendency to bruise, seizure like phenomena, the last episode of pelvic pain, the last episode of urticaria and paraesthesia outcome was unknown, the abdominal distension, abdominal pain, uterine pain, rash, back pain, hypoaesthesia, dry eye, ocular hyperaemia, swelling of eyelid, dark circles under eyes, dyspnoea, chest pain, pruritus, emotional disorder and mood swings had resolved and the gingival bleeding and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, acute stress disorder, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, coccydynia, constipation prophylaxis, cystitis, dark circles under eyes, depression, device dislocation, device expulsion, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, fatigue, gingival bleeding, gingival swelling, groin pain, headache, hot flush, hypersensitivity, hypoaesthesia, increased tendency to bruise, influenza immunisation, malaise, menorrhagia, micturition urgency, migraine, mood swings, nasopharyngitis, nausea, ocular hyperaemia, paraesthesia, pelvic infection, pollakiuria, pruritus, rash, rubber sensitivity, seizure like phenomena, sinusitis, stress, swelling, swelling of eyelid, urinary tract disorder, urinary tract infection, uterine infection, uterine pain, vaginal hemorrhage, vaginal infection, vitamin d deficiency, weight increased, the first episode of pelvic pain, the first episode of urticaria, the second episode of pelvic pain and the second episode of urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient's current weight was 227 lbs. Insertion details: the left ostia was located and essure device was inserted without any complications. Both side - 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2012: clinical indication: pelvic pain. Impression: 1. Small uterine fibroid 2. Small nabothian cyst. "Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: confirming " menorrhagia, pelvic pain." "Concerning the injuries reported in this case, the following one/ones were described in patients medical record: medical device monitoring error" & the following ones were described in social media:gingival swelling, gingival bleeding, swelling of eyelid, arthralgia, coccydynia, dark circles under eyes, dyspnoea, chest pain, swelling, malaise, acne cystic, pruritus, constipation prophylaxis, nausea, emotional disorder, mood swings, hot flush, dry skin, nasopharyngitis, sinusitis, groin pain, stress, urticaria, vitamin d deficiency, contusion, seizure, device expulsion, embedded device, pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content new reporter was added. New event 'hives', 'tingling in hands' added. On 23-mar-2020: processed with fu 16. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("bloating"), infection ("infections"), urticaria ("hives"), dizziness ("dizzy") and fatigue ("fatigue"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal distension, infection, urticaria, dizziness and fatigue outcome was unknown. The reporter considered abdominal distension, dizziness, fatigue, infection, pelvic pain, rash and urticaria to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.